Event description:
The asp field service engineer discovered oil mist coming from the unit during preventative maintenance. The customer stated that there were no physical complaints reported. The asp field service engineer repaired the unit.

Manufacturer narrative:
.